Event description:
It was reported that automatically shooting even though the safety lever was set. (Accidental firing) there was a laceration on the patient's breast.

Manufacturer narrative:
The event is currently under investigation.